Event description:
It was reported that during a da vinci-assisted surgical procedure, that the 8mm tenaculum forceps would not engage. Instrument was reseated along with drape but would not engage. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient, there were no reports of fragments falling from the device while used within a patient, and the the patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Based on the claim against the product by the customer noting would not engage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have failed engagement. The instrument was placed and driven on an in-house system. The instrument failed mechanical engagement when placed on the system which failed 3 out of 3 attempts. Review of the log found six engagement failures. Six22020 errors installed tenaculum forceps failed to engage on usm4 (wrist pitch axis failed to engage). Additional observation related to customer reported complaint: the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. As a result of the broken pitch cable the instrument failed engagement.